Event description:
The complainant reported problems with item#51364 20fr magnaport gastrostomy tube. It was reported that the "patient was hospitalized because the peg had migrated to make contact with nerves and caused great pain, and that the stools had compacted". No malfunction was reported to indicate a reason for the internal tube migration and the tube has not been returned for laboratory evaluation. It was also reported that upon returning home from the hospital the patient had problems with the "fill caps leaking, a balloon bursting and leakage around the stoma site", no other patient information has been provided. There was no report of serious injury or illness associated with the complaint of fill caps leaking. A balloon bursting and leakage around the stoma site;these complaints would not be likely result in a serious injury or illness. The patient required medical intervention related to the tube internal migration, which is unrelated to balloon bursting. No specifics of the medical intervention were reported, however a new tube was inserted. This is considered an adverse event. When more information becomes available, the event will be re-evaluated.